Manufacturer narrative:
(B)(4). Device not returned.

Event description:
It was reported that when the asymptomatic patient presented in clinic, post-paced t wave oversensing was observed on stored and real-time egms. Programming changes were made, however the t wave oversensing was still presented. Additional programming changes were recommended.